Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
It was later reported that the patient had a revision to replace the extension. It was reported that the patient was scheduled to come in for follow-up on (B)(6) 2013.

Event description:
It was later reported that a manufacturer representative met with the patient on (B)(6) 2013 because the patient had reported intermittent stimulation. All impedances were normal, but the patient stated that "sometimes he didn't feel his stimulator". It was determined that the stimulator was on, but the amplitudes were turned down too low. The patient was re-educated on his patient programmer.

Event description:
Follow up information received reported that following the replacement of the extension component, the patient was doing ¿great¿ and getting ¿good coverage¿. The patient was also re-educated on the use of the patient programmer unit. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional information indicated that device code also applies to this event.

Event description:
It was further reported that towards the end of the year prior to the report the "wires broke" n the patient's back. The doctor replaced the wires but did not replace the stimulator. It was noted that the stimulator was good for 5 years. It was further reported that the patient didn't think they had an implant in 2011 but the doctor's office clarified that the patient's occipital device was placed in 2011. It was reported that the leads broke in the last half of last year but the patient was unsure how they broke. It was noted that it was possibly a fall but the patient didn't know, they just know it stopped working.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was "turning on and off by itself." It was stated this had been happening for "a few weeks" prior to report. The reporter stated there is no known accident or incident related to this complaint. Impedance measurements were within normal range. Troubleshooting was being performed, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Later, a friend/family member of the patient stated, "the lead broke at one point and he did surgery and fixed the leads." The caller guessed that this happened in 2013.